Event description:
It was reported that pump screen froze and did not respond to customer input even though touchscreen was not cracked or shattered, and customer was unable to interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for performing pump reset, chose to reset pump, and was able to interact with pump screen after reset.